Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the down arrow is slow to respond. It was reported the pt does swim and bathe while wearing pump and that the keypad is intact.